Event description:
Autoimmune issue. They started the month after my silicone implants were placed (reconstruction following breast cancer / mastectomy). Symptoms have been muscle tightness / pain on my right side, hip pain, fatigue, dryness (eyes and vaginal), intense anxiety, depression, brain fog, insomnia, ear and jaw pain, extreme food sensitivities, trouble breathing, weight gain, joint pain. That's just what I can remember off the top of my head. I had the implants removed in (B)(6) of 2016. Symptoms have gradually improved but they come and go. Have been left with what appears to be permanent food sensitivities and other symptoms that come and go. FDA safety report ID# (B)(4).